Event description:
It was reported that a tdxsp-mcg powered wheelchair stops and shows that the joystick is not recognized. When this happens, the user said that the legs of the chair move down by themselves.